Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the display functioned as expected during bench testing. No failure detected, the reported event could not be duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the vad coordinator reports controller display "blanked out a few times." Patient was asymptomatic and hemodynamically stable during this time. No vad alarms triggered. Log files sent and analysis came back unremarkable. The controller was exchanged and will be returned to the manufacturer but is not yet received. There was no effect on patient. No further information is available at this time. Investigation is in process.